Manufacturer narrative:
A non-conformance review was conducted for lot 4206c21qx and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One photo was provided however the failure could not be observed on the photo. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that at the end of the surgery when the patient's gown was changed, it was observed that the catheter moved, at that moment the surgeon checked the integrity of the balloon again by placing 5cc of injectable water with which the leak could be observed. The device was replaced.